Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information b5: additional information received from the affiliate states that the coupling was loose with the air reamer/drill device, due to the spring being out of position. It was reported that the spring was making noise. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the air reamer/drill device could not engage the coupling attachment, and the device would not run. It was further determined that the device failed pretest for check power with power test bench due to the device having no function, and check the attachment coupling. Therefore, the reported condition that device was defective with the adapter locks was confirmed. The assignable root cause was determined to be traced to user, which is user error. The reported condition of insufficient /low power (spring pressure collapsed) was not confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number extension: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the air reamer drill device was defective with the adapter locks, and the spring pressure was collapsing. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.